Event description:
The patient experienced a loss of therapeutic effect. The patient programmer displayed the 'call your doctor' and power on reset messages. The patient hadn't been to recent medical procedures or had exposure to electromagnetic interference. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.